Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a codman perforator (261221) disassembled when pulling the product from the cranium after making a burr hole. The inner drill remained in the cranium and was removed. There was no damage in the cerebral parenchyma. The procedure performed was a craniotomy and the perforator was used with midas rex/ medtronic. According to the information provided, it is unknown if any part fell into the surgical site. It is unknown if the drill was electric or pneumatic. It is unknown if the perforator clicked in place in the drill, and if the recommended spring tests were being performed between each burr hole. It is also unknown if there was any surgical delay in the procedure due to device issue.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID (B)(4). Was returned for evaluation. Device history record (DHR)- the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.

Event description:
N/a.